Event description:
It was reported that the patient went to the hospital because an alert was felt from the device. Interrogation found a high impedance reading. No capture was observed. The patient felt stimulation and contractions at the pectoral. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.